Event description:
67 y.o. Female presented for scheduled outpatient total knee replacement. During the total knee replacement where press fit joint components were elected by the surgeon, a cemented tibial component was implanted into the patient. Zimmer biomet cemented joint components and non-cemented (press fit) components have same size and same color packaging - minimal differentiation between packaging. Patient needed to return to operating room (or) for second procedure to replace the incorrect implant ** recommend that packaging for each set of components be differentiated well. Hecc: 4582. Dcp: 1583. Reference report: mw5175346.